Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The patient didn't know why the dislocation happened. The surgeon did non-invasive reduction, but the implant was still unstable, so the surgeon did an open surgery. But he judged, it's not necessary to change the implants. So after the surgery, the shoulder was hold at flexed position with cast.